Event description:
Ous MDR. After an implantation time of about 5 months, several inappropriate vf detections with two delivered shocks were reported. The lead was explanted.

Manufacturer narrative:
Ous MDR. The analysis checked the mechanical and electrical properties of the lead. There were no deviations from the technical specs that could be related to the clinical complaint. In particular, no deviations from the electrical specs were found. There were no indications of material defects or manufacturing errors. The cuts in the insulation and the deformation of the shock coils are most likely a result of the explantation procedure.